Manufacturer narrative:
This report has been submitted on april 01, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to migration of the electrode lead. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 26 may 2021.